Event description:
It was reported that patient underwent a ucl soft tissue repair utilizing an anchor on (B)(6) 2013. During the procedure, the plastic guide was too rigid and would not function properly and the surgeon had difficulty inserting the anchor into the bone causing the drill hole to widen. As a result, an additional hole was drilled and a new anchor was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.